Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up. Increasing capture threshold was observed on the rv lead. Programming changes were made. The physician scheduled a follow-up to monitor the patient. The patient is stable.